Event description:
Caller reported blood glucose results of 21.2 mmol/l on mobile system, 10.2 mmol/l on aviva system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips. Aviva strips not available for return.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is for mobile, medwatch with identifier (B)(6) is for aviva. Strips not available for return.